Manufacturer narrative:
At this time, no additional information is available. The device is not expected to be returned. If additional information is received a follow up supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device system was surgically explanted due to infection. The physician reported during explant procedure, the compartment was opened, purulent discharge was evacuated and cultured. The physician reported discovering the presence of a compress, dating back to the previous implantation. The compress was removed, and cultured. The right atrial (ra) lead was extracted and cultured. The right ventricular (rv) lead was extracted with a stationary screw leading to the use of a tight rail gun with a vagal malaise, requiring atropine. No additional adverse patient effects were reported.